Event description:
It was reported that the patient had a merlin.net transmission of lead noise and oversensing. Noise could not be replicated with manipulations. Lead was explanted and replaced with no issues reported.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.5-14.0cm from the connector pin, consistent with lead friction to the ICD can. The sensing/rv conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise and oversensing.